Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
Customer reported the buttons on the device did not work. It was reported there was no patient involvement.

Event description:
Customer reported the buttons on the device did not work. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad due to stuck keys. A review of the device history record for sn 15602584 was performed from date of manufacture 06/14/2019 to the present date 09/25/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.